Manufacturer narrative:
The event onset was reported as an unknown date in (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; manifested by cloudy effluent. On an unknown date, the patient was hospitalized for peritonitis. The cause of the event, treatment details, action taken with pd therapy, and the patient¿s recovery status were not reported. At the time of this report, the patient remains hospitalized. No additional information is available.